Event description:
Sheath broke while being removed from pt. A small segment (tip) remains in the pt. Additional text from the user facility report: upon removal of sheath for "q" pain pump catheter the tip of the transducer sheath broke off in patient. Unable to retrieve the broken tip. Pt had also just undergone repair of paraesophageal hernia.

Manufacturer narrative:
The sample was not available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated it was the only complaint for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. This issue has been assigned a corrective action to investigate the cause of breaking sheaths. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report. Additional information from the user facility report: 3/24/2009, I-flow "q" pain pump, q pain pump catheter. Catalog #: pm028-a.